Event description:
Patient was revised due to elevated metal ion levels and pain. It was also noted that the stem and sleeve were loose.

Manufacturer narrative:
Examination of the reported device was not possible as it were not returned. A search of the complaints databases finds no other reports of loosening against the provided product and lot code combination since its release to distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.